Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. Unable to prime the device during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion and the excessive no delivery tests due to the prime anomaly. No blank display was observed during testing. A corrded battery tube, cracked case, cracked battery tube threads, scratched lcd window and broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer had an appointment with his physician for a cold, it was discovered that the insulin pump was not responding properly. Customer was trying to bolus and the screen displayed some weird things. The battery was changed last night and the display has not returned. The current blood glucose reading is 356 mg/dl. Customer treated with manual injection. Advised the caller that the insulin pump will be replaced. Nothing further reported.